Event description:
Olympus was informed that the user facility was not brushing the scope channels consistently. Additionally, the user facility reportedly was not performing precleaning, and not all steps in the leak testing process was being performed. The user facility was also said to have reused and reprocessed the olympus bw-201t single use cleaning brush. There had been no report of infection and cross contamination.

Manufacturer narrative:
The device reference was not returned to olympus for evaluation. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. If additional and significant info becomes available at a later time, then this report will be supplemented. Olympus instructions and reprocessing manuals provide detailed info on how to reprocess endoscopes. This report is being submitted as a medical device report in an abundance of caution.